Event description:
A (B) (6) female admitted on (B) (6) 2010 for right reverse total shoulder replacement. When ortho md was preparing the shoulder implant with the shoulder implant impactor the tip broke off in the implant. Ortho md left tip in place -within the implant- and continued on with the procedure. At the time of this submission the pt is in the pacu and will be hospitalized for 2-3 days. The threaded end of the shoulder implant impactor measures approx 3 cm x 0.5 cm. This piece of equipment was inspected prior to placement on the surgical field by the operating room tech. At that time the instrument was intact. There was equipment failure not operator error.